Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error 1720. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that error 1720 occurred. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log confirmed that there was a record of error code 1720 occurring when the pump powered on. The reported problem was confirmed. Possible defective back up capacitor was the cause. Replaced the backup capacitor. Performed all function tests and all passed.